Event description:
On (B)(6) 2015, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After all endoprostheses were deployed, an angiography revealed that the proximal end of a trunk ipsilateral leg component ((B)(4)) has covered the left renal artery. The physician decided to implant a metal stent in the left renal artery. Multiple attempts were made for cannulation into the left renal artery, but those were unsuccessful, spending 60 minutes. A c-arm was over-heated and no longer functioned, and the intervention was given up and the procedure was concluded. A wait-and-watch approach has been taken to the coverage of left renal artery.

Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.